Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. The arterial access site was confirmed in the common femoral artery, which was "large". It was reported that the physician inserted the device without difficulty. In order to achieve mark, the physician advanced the device further. It was reported that a "snap" sound was heard. The physician visualized the device under fluoroscopy and discovered that the sheath of the device was separated from the guide but attached by a wire. The pt was taken to surgery for removal of the device. The surgeon reported that the elbow of the device was inside the vessel, therefore a minor incision was made to free the device from the vessel. A 5.0 prolene suture was used to close the vessel. The pt was discharged two days later and is doing "fine" to date.